Manufacturer narrative:
Additional information: b5, d10, h4, h6(update codes), h11. B5: it was further informed that the issue was detected just before connecting to the patient and the device contained 5-fluorouracil. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.